Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl). During transport to the hospital via ambulance, the patient was given medicine to bring down their blood sugars and was put on intravenous. The patient was diagnosed with hyperglycemia, post-traumatic stress disorder (ptsd), type 1 diabetes, attention deficit hyperactivity disorder (adhd), borderline personality disorder (bpd). It was noted that the personal diabetes management (pdm) was not functioning properly. Specific details regarding the malfunction were not provided.